Event description:
The customer reported experiencing high blood glucose in the 400 mg/dl range. The customer declined to troubleshoot the device and he requested a replacement of the insulin pump. The customer sated that he received treatment while at the doctor's office during his visit, and he did have a back up plan. Advised the customer that a replacement of the device would be sent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.